Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient finished eating and started watching tv when he felt a little sweaty and suddenly passed out. The patient couldn¿t remember if during this time his cgm was normal or high. His girlfriend was with him and she called his mom. After about an hour the patient woke up. During this time, they didn't check for a blood glucose reading before or after he passed out. When the patient regained consciousness, he ate jelly beans, drank orange juice, and ate peanut butter sandwiches. At the time of the report the patient was feeling fine and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.